Manufacturer narrative:
The insulin pump was programmed to alarmed low reservoir and functioned properly. No unexpected low reservoir or motor error alarm was noted; however motor error alarmed during basic occlusion test due to faulty force sensor resistor. Unable to perform the occlusion, prime, excessive no delivery tests due to motor error alarm. The motor was tested outside the device and passed motor test. The insulin pump was received with a minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was 97 mg/dl. The customer stated that she was able to clear the first motor error alarm and continue use; however, she received a low reservoir alarm followed by another motor error alarm. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.